Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the leg bag does not drain properly. Complainant reported that the leg bag stops draining when urine gets to the valve and the patient has to manipulate the valve to have the urine flow into the bag.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bard® dispoz-a-bag® disposable urinary leg bag with flip-flo¿ drainage valve a medical grade vinyl leg bag to be used with male external catheters. Foley catheters or most other types of urinary catheters. Directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard dispoz-a-bag accessories: ¿ leg bag holder ¿ 1-3/4¿ wide leg bag strap ¿ deluxe fabric leg bag straps ¿ extension tubing contact c.r. Bard, inc. At the number below for information on these and other accessories. Il7014 labeling issue date: 10/96 in the event 3 years have elapsed between this date and the product use, the user should contact c.r. Bard, inc. To see if additional product information is available. (Telephone number: 1-800-526-4455)."

Event description:
It was reported that the leg bag does not drain properly. Complainant reported that the leg bag stops draining when urine gets to the valve and the patient has to manipulate the valve to have the urine flow into the bag.